Event description:
A report was received that a patient was burned during an rf ablation procedure in the area where the grounding pad was placed. The grounding pad was moved, the procedure continued and the patient was fine. It is unknown if there was any medical intervention done for the burn.